Manufacturer narrative:
Method: device not returned; results: because no device was received for evaluation, inspections and testing cannot be performed to aid in root cause determination. Furthermore, additional information about the event, device ID info, and status of the patient could not be obtained. Conclusion: it was confirmed that the fracture occurred while tapping, so it is possible that the application of cantilever forces resulted in the fracture. However, without this info and the device in question, the root cause of the event cannot be determined.

Event description:
It was reported k wire broke off at the distal end.

Event description:
It was reported k wire broke off at the distal end.